Event description:
During lap cholecystectomy procedure the clip were malformed. A few of the clips fell into the patient, but were retrieved. Another device was used to complete the case. No patient consequence.